Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed as there was a positive culture identified by nelson labs. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material found in the insertion tube and auxiliary water channel. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause could not be established. The investigation findings to not lead to a clear conclusion. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Additional information received from the customer that on (B)(6) 2025, a patient underwent an unspecified procedure using the duodenovideoscope, and the following day a blood culture performed on the patient was positive for klebsiella pneumoniae. On (B)(6) 2025, the patient experienced abdominal pain, fever and nausea and vomiting. On an unspecified date the patient was transferred to critical care with elevated lactic acid, tachycardia, tachypnea, hypotension and septic shock. Treatment was provided with ceftazidime and avitactam. The patient recovered.

Manufacturer narrative:
Updates to: b1, b2, b5, h1, h4, h6.this supplemental report is being submitted to provide additional information from the customer. Should additional relevant information become available, or when the investigation is completed, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.